Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, customer was using expired product for testing. Using expired product may be a cause for the errors experienced by the customer. This product was recalled due to the alere inratio2 pt/inr professional test strips producing results that are 4 or more inr below the reference method. Refer to (B)(4).

Event description:
Caller alleged discrepant inratio results. Results as follows: date inratio lab (B)(6) 2009 1.8 5.5 time between tests: 2 hours and 25 minutes therapeutic range: unknown patient was admitted to the hospital on (B)(6) 2009 and found to have a g.I. Bleed. Coumadin dose was held from (B)(6) 2009 - (B)(6) 2012. Patient was discharged on (B)(6) 2013. No other information regarding the gi bleed was provided. Caller reports that the sample was not applied immediately after the finger stick, the first drop of blood was not used, and the finger touched the sample well.